Manufacturer narrative:
There is insufficient information to perform an investigation product path was updated from tampax/tampons/radiant to tampax/tampons/radiant/radiant full size/super/unscented.

Event description:
Tampons fray...falling apart [device breakage] multiple tampons didn't work properly with inserter [device deployment issue] (tampon) hard to remove [device difficult to use] case narrative: consumer reported via email that multiple tampons frayed at the end and fell apart. No injury was reported.

Event description:
Tampons fray...falling apart [device breakage] multiple tampons didn't work properly with inserter [device deployment issue] (tampon) hard to remove [device difficult to use] case narrative: consumer reported via email that multiple tampons frayed at the end and fell apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.